Event description:
It was reported that this pacemaker exhibited pacing impedance low out of range. Technical services (ts) was consulted and explained that no noise was noted. The device remains in service. No adverse patient effects were reported.